Event description:
During an atrial fibrillation ablation, a blood leak was noted from the hemostasis valve. Following transseptal puncture and insertion of the ablation catheter se into the sheath, blood was leaking from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.